Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the arrow button got stuck and numbers were scrolling during bolus. Self test was performed and the customer received a button error alarm and they were unable to clear it. It was noted that the customer was wearing the insulin pump in her pants during exercise earlier today. No further information reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had minor scratches on the display window, cracked reservoir tube and a missing end cap sticker.